Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. The ticket searches determined normal complaint activity for the likely cause lot for the issue under review. The complaint trending report review did not identify any adverse trend for the issue under review. No issues were identified through a review of the product quality history for the lot number. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient information is available at this time.

Event description:
The initial result was 4590.21 miu/ml (sid (B)(4). Retest results were 2.4 (sid 17052483) and 2.7 miu/ml. The customer uses a reference range of less than 5.0 iu/l. No impact to patient management was reported.